Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the enteral feeding pump does not alarm when the tube is off of the rotor during testing. There was no patient involvement.

Manufacturer narrative:
An evaluation of the kangaroo joey pump was performed and the customer states, ¿pump does not alarm when the tube is off of the rotor during testing.¿ the unit was triaged and the customer¿s reported condition was confirmed. The rotor error test was performed three times and the unit failed each time. A trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.